Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported internal self-test failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a faulty non-return valve (nrv). Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was sent to (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).